Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 600 mg/dl. The customer stated they switched to their old insulin pump. The customer¿s current blood glucose level was 36 mg/dl. The customer treated their high blood glucose with a back-up insulin pump and injections. Troubleshooting was performed and insulin exited without incident. It was found that the basal rates were programmed inaccurately. They were assisted with correcting the programming. The customer declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.